Event description:
Dr. Was using a 3.5 x 15 cutting balloon. The balloon was taken to 10 atmospheres and burst. A second time the balloon was placed into the vessel and it burst prior to reaching 8 atmospheres.